Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient's mom contacted animas claiming that her daughter was hospitalized on (B)(6) 2011 morning because "the pump must have bolused in the middle of the night." The patient is from (B)(6) but the reported incident occurred in (B)(6). On (B)(6) 2011, animas conducted a follow-up call with the patient's mom and patient. The patient stated that on the day of the event, she woke up with an empty cartridge at 7:05am. The patient recalled disconnecting from the pump to change the supplies. She then connected back to the tubing and put the cartridge into the pump. The patient primed 2.7 units but stated she may have been connected to the pump during this process. According to the owner's booklet, users should be disconnected while priming the pump. The patient went back to bed. Approximately 2 hours later, the patient's roommate found the patient unresponsive and diaphoretic. The patient was taken to the emergency room via emergency medical services, according to the ems meter, the patient's blood glucose was 21 mg/dl. The patient was treated IV glucose. It confirmed that the pump settings were correct and that the patient reportedly has not had any issues with the reported pump from (B)(6) 2011. There was no indication that the pump malfunctioned; however, this complaint is being reported because the patient reportedly became hypoglycemic after possibly priming her pump while connected to the pump.